Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that error 1720. There was not patient involvement.

Manufacturer narrative:
D9: 24-jun-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed and there are no errors related to the customer complaint. Functional testing confirmed the reported issue. The cause was traced to a damaged main board. The downstream occlusion (dso) sensor failed functional testing and was also replaced.